Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, off no power alert and audio anomaly. The customer¿s blood glucose level was 120 mg/dl. The customer reported that they had off no power alert and inserted a new battery. It was reported that they had high pitched alarm and the keypad was not responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current measurement test, run current measurement test, self test, off no power test. All buttons function properly. No unexpected high pitched alarm and unexpected off no power alarm noted during the testing. No damage in the keypad assembly noted.